Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion being treated was located in the left circumflex (lcx). The physician was advancing the 3.00x20 mm taxus express2 drug eluting stent through the touhy and it kinked about 30 cm from the tip. The kink occurred in the guide catheter. The stent did not exit the guide catheter. The stent was pulled back to straighten it out. The stent system was advanced again. The physician tried to inflate the kinked shaft, but the contrast leaked through the shaft and did not go to the balloon. Upon removal, the shaft fractured. A second 3.00x20 mm taxus express2 drug eluting stent was tried. This stent also kink in the same spot. The procedure was completed using a cypher stent. No pt complications were reported. Pt status reported as "ok".